Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 generator was analyzed and found to have no functional issues when installed on an in-house system. The generator also passed all the functional station testing. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse discovered that the customer had the tower connected to a circuit shared with two other devices; fse moved the tower cable to it's own dedicated circuit and was able to get mono to fire. Fse replaced pn: 374897-33 e-200 generator for customer satisfaction. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced issues with monopolar power output being too low. Multiple troubleshooting steps were taken, including trying different power cords, instruments, and swapping out grounding pads, but the issue persisted. The customer decided to abort the case to another da vinci system to complete it and expressed unwillingness to use the system until it was checked by a field service engineer. During further troubleshooting, the caller located a backup e-200 generator, which exhibited the same problem of extremely low to no monopolar energy output, while bipolar energy was functional with a vessel sealer instrument. No related errors were found in the event logs, and attempts were made with three different instruments and four different monopolar instrument energy cables without resolving the issue.